Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 1232 mcg/day via an implantable pump for intractable spasticity. It was related that the patient currently had a prepontine ventricular catheter from another manufacturer implanted and attached to the intrathecal catheter. It was stated that this was off-label. The patient had the ventricular catheter placed and attached to the intrathecal catheter in (B)(6) 2017. It was reported that the hcp was stating that the incision site at the head where the burr hole was infected and the entire catheter portions (both the ventricular and intrathecal catheters) needed to be replaced. The incision site was seeping. The intrathecal catheter was completely explanted and replaced on (B)(6) 2017 but would not be returned as it was discarded. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was indicated that when the catheters were replaced, they swabbed the sight and sent the tissue samples for testing as diagnostics performed. At the time of the report the patient status was ¿alive ¿ with injury¿ as the incision site where the burr hole was infected. It was indicated that the issue was resolved at the time of the report. The date of the event was asked but would not be made available due to a legal/confidential reason. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.